Event description:
Healthcare professional reported right side "no" for if the device caused or contributed to the reason for removal and noted "capsulectomy" as the cause." Healthcare professional later reported "implant exchange/ revision ruptured implant". Device has been explanted and replaced.

Manufacturer narrative:
Additional email address (initial reporter): (B)(6). Additional phone number (initial reporter): (B)(6). Reason for reoperation: capsulectomy, implant exchange/ revision ruptured implant.